Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they lost about 25 pounds quickly and the implanted components became loose and were hitting their tailbone. They notified their managing physician and a revision was performed which resolved the issue. No further device issue alleged / identified. No further patient symptoms or complications were reported.